Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
A vicmo13.2, 13.2mm implantable collamer lens, diopter -12.0 was returned. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Please disregard previous statement. (B)(4).

Event description:
MFR report initiated in error. Current lens is associated with MFR report# 2023826-2018-01853.